Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. Other lead configurations were attempted but the current setting was the only configuration in which the patient did not experience diaphragmatic stimulation. The lead remains in use but is scheduled to be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.